Event description:
It was reported that the tip of the large pointer was bent during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the large pointer was bent during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed that the device had a bent tip and could not be validated. It is possible that bending forces caused the reported event. The pointer was repaired and put back into stryker stock.